Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 21-mar-2019 and inspection of the unit was performed on 09-apr-2020 where the quality control inspector found the following: primary operation channel resistance, distal cap - fixed type passed epoxy seal integrity inspection, prism scratched, passed dry leak test, image spots, passed wet leak test, customer complaint not stated, light carrying bundle distal cover glass middle scratched, pve connector housing scratched, rubber trim collar severe cut. Addition inspection findings from 03-dec-2019: up/ down brake lever cracked, staycoil short, umbilical cable single buckled under pve root brace, rubber trim collar nut separate from rubber. Addition inspection findings from 13-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, objective prism assy, lcb distal cover, o-ring(0.5x1.3), angle wire, angle wire, light guide cable, rubber trim collar, ud lock lever. The video duodenoscope is currently awaiting repairs and qc final approval as of 27-jan-2020.